Event description:
(B)(4). A vf alert was detected via home monitoring on (B)(6) 2018. Patient came in for in-office follow up. Decreased ICD lead impedance, increased threshold, and unstable amplitude were observed. Device data showed 17 shock deliveries. Patient has been hospitalized, therapy turned off, and device reprogramming.

Manufacturer narrative:
Upon receipt, the lead and the implantable cardioverter defibrillator (ICD) under complaint were subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were thoroughly inspected. In the available iegms the occurrence of noise was observed in the right ventricular as well as the far field channel, leading to multiple shock deliveries. A thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. The visual inspection of the returned lead fragments revealed multiple signs of wear. In particular around 12 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant interaction with a nearby lead during the service time of more than 10 years. Diagnostic images, clarifying this assumption, were not available. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.